Manufacturer narrative:
Attempts for product return and additional information requests were made. The unit has not been returned to allow an analysis to be performed. If new information is obtained or the product is returned a follow up report will be submitted.

Event description:
It was reported that there are horizontal lines on the display. No patient involvement.